Event description:
Reporter states their medtronic insulin pump's battery life is not lasting as long as advertised. Reporter states they have to change the battery weekly when it should last about 2 weeks.